Manufacturer narrative:
H10: of the two reported malfunctions, one device was returned to bd for evaluation. A image was provided for review. The company is still investigating the issue at this time. Of the two malfunctions, one had trending code change to 2976. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl950j vena cava filters allegedly failed to expand. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. One patient is reported to be female. The remaining age, weight and gender were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl950j vena cava filters allegedly failed to expand and material deformation. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. One patient is reported to be female, age and weight were not provided.

Manufacturer narrative:
For 2 of the 1 reported events, the device was returned to bd. The second device x-ray was provided. The image is currently underway review. The company is still investigating the issue at this time. Of the two malfunctions, one had trending code change to 2976. The devices were labeled for single use.

Manufacturer narrative:
H10: of the two reported malfunctions, one device was returned to bd for evaluation. An image was provided for review. Evaluation of the device was inconclusive for 3270 - expansion failure. Review of the image provided confirmed 3270 - expansion failure. One malfunction was reassessed and the trending code was updated from 2976 to 3270. Based upon the available information, a definitive root cause is unknown. The catalog number identified in section d4 has not been cleared in the us, but is similar to the denali vena cava filter products that are cleared in the us. The product classification code for the denali vena cava filter product is identified in d2. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl950j vena cava filters allegedly failed to expand. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. One patient is reported to be female. The remaining age, weight and gender were not provided.

Manufacturer narrative:
For one complaint one denali jugular delivery device was received, but the filter was not returned. Neither device has not been returned to the manufacturer for evaluation. Medical images have been received. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl950j vena cava filters allegedly failed to expand. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. One patient is reported to be female, age and weight were not provided. Age, weight, and gender were not provided for the other patient.